Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. It should be ensured that the tubing is not tampered with, either purposefully or in error, as it may cause the tubing to come loose. If the tubing does come loose, the pump will detect an air leak. A new tube must be attached to ensure sterility. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer had question on what she should do when end of tubing of pico came loose and fell off into the bed, whether she should restart the therapy or worry about any possible contamination that may occur when she screwed end of tubing back into the pump without using a disinfectant such as alcohol wipe. She questioned whether she should just get a new tubing. Customer service informed the nurse about the mechanism of action of npwt, stating that the tubing is already contaminated and it would be possible that the microorganisms would be pushed further into the tubing and into the dressing area, possible having contact with the surgical wound. Customer care recommended to get a new set of tubing to ensure prevention of possible contamination that can lead to infection. No additional information provided.